Event description:
It was reported the device leaked the recirculating solution into the infusion fluid. No patient injury reported; found during preparation.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) sample was returned for evaluation. The returned sample was visually inspected; no damage or workmanship defects were observed. Functional testing found a leak in the returned sample. The complaint was confirmed. The root cause of the leak condition is an insufficient amount of adhesive used during joint assembly. An awareness notification was issued to production personnel and completed 20-jan-2022.